Event description:
Event description cpi received information that this endocardial lead was capped. This patient with an implantable cardioverter defibrillator (ICD) was receiving inappropriate shocks. The physician elected to perform an invasive procedure to replace this lead with a endotak lead.